Manufacturer narrative:
Although this product is not sold in the us, this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the us under #p080007. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the radiopaque marker ring located at the distal end of the outer sheath of the delivery system detached during deployment of the vascular stent in the iliac artery leading to a construction of the deployed stent by the marker ring. Attempts for post-dilation and removal of the stent were unsuccessful; therefore, an open surgical intervention to remove the stent has been scheduled.